Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -13.0/1.0/115 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. This resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).